Event description:
It was reported to philips that the system's c-arm was unable to perform rotations. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.